Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized in the intensive care unit (ICU) for peritonitis with low blood pressure (hypotension) and septic shock. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and fever. Per the nurse, the patient had a pd culture obtained in the hospital which had no organism growth. However, the nurse stated the patient was diagnosed with peritonitis. Additionally, the patient was admitted into the intensive care unit (ICU) as the patient developed to septic shock (characterized by hypotension) due to peritonitis. The nurse stated that the patient is being treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and fortaz (dosages not provided) and intravenous (IV) rocephin (dose unknown). The nurse stated the patient is also receiving pd therapy in the hospital (details are unknown). The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse could not identify the exact cause of the peritonitis which reportedly led to septic shock. However, it was confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. Furthermore, the nurse suspected that the severity of the peritonitis could have been caused by the patient experiencing the reported symptoms for a few days prior to hospitalization and not seeking medical advice/care.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s hospitalization for peritonitis event with septic shock. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of this event cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event.

Event description:
On (B)(6) 2025, it was reported that this patient on peritoneal dialysis (pd) was hospitalized in the intensive care unit (ICU) for peritonitis with low blood pressure (hypotension) and septic shock. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain and fever. Per the nurse, the patient had a pd culture obtained in the hospital which had no organism growth. However, the nurse stated the patient was diagnosed with peritonitis. Additionally, the patient was admitted into the intensive care unit (ICU) as the patient developed to septic shock (characterized by hypotension) due to peritonitis. The nurse stated that the patient is being treated with intra-peritoneal (ip) antibiotic therapy utilizing vancomycin and fortaz (dosages not provided) and intravenous (IV) rocephin (dose unknown). The nurse stated the patient is also receiving pd therapy in the hospital (details are unknown). The patient remained hospitalized at the time follow-up was completed and therefore no further information about the hospitalization course was available. The nurse could not identify the exact cause of the peritonitis which reportedly led to septic shock. However, it was confirmed that the patient did not have any fluid leaks or any malfunctions with fresenius products in relation to the event. Furthermore, the nurse suspected that the severity of the peritonitis could have been caused by the patient experiencing the reported symptoms for a few days prior to hospitalization and not seeking medical advice/care.